Event description:
Healthcare professional reported injecting a patient in the chin (c1, c2, c5, c6) with juvéderm® voluma¿ with lidocaine. That day, the patient experienced gradual ¿swelling¿ in the chin. On day 14, the patient developed ¿redness¿ and ¿sensitivity mainly to touch.¿ after a consultation, the events were confirmed to likely be consistent with ¿stasis.¿ a treatment of oral steroids, antibiotics, and potential dissolution if the swelling did not subside was planned but not confirmed as provided. Event was ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.